Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a mildly calcified moderately tortuous lesion in the left anterior descending artery (lad). A runthrough guide wire (terumo) was advanced through the lesion to the distal lad, and an asahi sion guide wire was advanced to the distal first diagonal branch (d1) for protection purpose. After dilation of the lesion in the lad and with balloons, two stents were deployed in the mid to proximal lad. The deployed stents were partially overlapped to each other. After post-dilation, intravascular ultrasound (ivus) imaging revealed good stent apposition with no obvious dissection or stenosis. When the physician attempted to withdraw the sion guide wire at the end of the procedure, although no resistance was felt, the tip of the sion guide wire did not move under fluoroscopy. At this point, it was found that the sion guide wire had become loose and elongated, but it remained in one piece without complete fracture. A small balloon was then advanced to the ostium of the d1 and inflated outside the stent, but the sion guide wire still could not be withdrawn. An attempt was then made to advance a microcatheter, but it could not reach the ostium of the d1. Subsequently, a gennwave shockwave (guangzhou genwave electronic technology) was used to loosen the calcified plaques outside the stent, but the guide wire could still not be removed. Further attempts to remove the guide wire using snare, nc balloon, and a stent were also unsuccessful. During these attempts, the sion guide wire fractured, and the wire fragment remained from the d1 through the lad, the left main coronary artery, and into the aorta. Due to radial artery spasm, the access site was changed to the right femoral artery and retrieval of the wire fragment was attempted, but this was also unsuccessful. After consultation with the interventional cardiology and cardiovascular surgery departments, conservative treatment was recommended. Finally, a stent was deployed in the lad to embed the wire fragment against the vessel wall, and the procedure was completed. It was informed that there were no adverse patient effects associated with this event and the patient was stable after the procedure. Additional information obtained on december 26, 2025 indicated that another pci was performed at a later date and the wire fragment was removed using surgical sutures and devices such as a snare.

Manufacturer narrative:
Based on the obtained information with a photo, results of lot history records review and referring to known similar events, it was presumed that bending stress might have been locally applied on the tip of the sion guide wire due to anatomical conditions during wire removal while the wire tip was trapped between the deployed stent and the vessel wall. Consequently, the core wire could be fractured. Further applied tensile stress then caused the outer coil to be elongated and eventually fractured. Although it was concluded that this event was not attributed to product quality, additional treatment due to difficulty in wire removal and additional procedure to remove the wire fragment were considered adverse patient effects. As the affected device was not returned, a possibility could not be completely ruled out that some wire fragment(s) might be left in the patient anatomy.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a mildly calcified moderately tortuous lesion in the left anterior descending artery (lad). A runthrough guide wire (terumo) was advanced through the lesion to the distal lad, and an asahi sion guide wire was advanced to the distal first diagonal branch (d1) for protection purpose. After dilation of the lesion in the lad and with balloons, two stents were deployed in the mid to proximal lad. The deployed stents were partially overlapped to each other. After post-dilation, intravascular ultrasound (ivus) imaging revealed good stent apposition with no obvious dissection or stenosis. When the physician attempted to withdraw the sion guide wire at the end of the procedure, although no resistance was felt, the tip of the sion guide wire did not move under fluoroscopy. At this point, it was found that the sion guide wire had become loose and elongated, but it remained in one piece without complete fracture. A small balloon was then advanced to the ostium of the d1 and inflated outside the stent, but the sion guide wire still could not be withdrawn. An attempt was then made to advance a microcatheter, but it could not reach the ostium of the d1. Subsequently, a gennwave shockwave (guangzhou genwave electronic technology) was used to loosen the calcified plaques outside the stent, but the guide wire could still not be removed. Further attempts to remove the guide wire using snare, nc balloon, and a stent were also unsuccessful. During these attempts, the sion guide wire fractured, and the wire fragment remained from the d1 through the lad, the left main coronary artery, and into the aorta. Due to radial artery spasm, the access site was changed to the right femoral artery and retrieval of the wire fragment was attempted, but this was also unsuccessful. After consultation with the interventional cardiology and cardiovascular surgery departments, conservative treatment was recommended. Finally, a stent was deployed in the lad to embed the wire fragment against the vessel wall, and the procedure was completed. It was informed that there were no adverse patient effects associated with this event and the patient was stable after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. The provided photo showed that the wire tip was missing and the fractured outer coil was elongated. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information with a photo, results of lot history records review and referring to known similar events, it was presumed that bending stress might have been locally applied on the tip of the sion guide wire due to anatomical conditions during wire removal while the wire tip was trapped between the deployed stent and the vessel wall. Consequently, the core wire could be fractured. Further applied tensile stress then caused the outer coil to be elongated and eventually fractured. Although it was concluded that this event was not attributed to product quality, additional treatment due to difficulty in wire removal and stenting to embed the wire fragment were considered adverse patient effects. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ removal difficulty of guide wire & ~ separation of the guide wire.